Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested, and the following was obtained: the lot number of the device involved reported by the reporter was "sdbcrswo " which could not be identified by the internal system. After confirmed, the hospital did not provide the correct lot number of the product. The specific lot number of the product involved was unknown. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and suture was used. During the procedure, at 13:30, the patient underwent surgery, and the operation began to gradually sew the uterine incision at 13:45, and the skin at the incision at 14:40. After the first stitch was started, the surgeon began to knot and fix it. When the second knot was tied, the suture broke at 10 cm from the end of the suture, and immediately stopped using it, and replaced with a new suture for suture. At 15:15, the surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Adverse event problem component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m.